Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of high control solution test results. Customer's husband states that his wife feels well and requires no medical attention. Customer's expected blood results are 115-130mg/dl fasting. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 167mg/dl and 99 mg/dl fasting. Reviewed meter memory: 1: 104mg/dl, (B)(6) 2015, 11:07:00 pm, fasting; 2: 102mg/dl, (B)(6) 2015, 01:15:00 pm, fasting: yes; 3: 65mg/dl, (B)(6) 2015, 11:21:00 pm, fasting: yes; 4: 67mg/dl, (B)(6) 2015, 11:05:00 pm, fasting: yes; 5: 69mg/dl, (B)(6) 2015, 11:25:00 pm, fasting: yes; no adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high control solution test results. Customer's husband states that his wife feels well and requires no medical attention. Customer's expected blood results are 115-130mg/dl fasting. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 167mg/dl and 99mg/dl fasting. Reviewed meter memory: 1:104mg/dl (B)(6) 2015 11:07:00 pm fasting:yes; 2:102mg/dl (B)(6) 2015 01:15:00 pm fasting:yes; 3:65mg/dl (B)(6) 2015 11:21:00 pm fasting:yes; 4:67mg/dl (B)(6) 2015 11:05:00 pm fasting:yes; 5:69mg/dl (B)(6) 2015 11:25:00 pm fasting:yes. No adverse event reported.